Event description:
It was reported that during a clinic visit, loss of capture (loc) on this right ventricular (rv) lead was suspected due to exhibited high pacing thresholds and high pacing impedances within normal limits (wnl) that was observed on an electrocardiogram (ECG). Technical services (ts) reviewed device data and provided programming options. No adverse patient effects were reported. This rv lead remains in service.